Manufacturer narrative:
The affected device was examined onsite by the dräger service. Based on the available information the reported blank screen could be confirmed. The root cause was a temporary impaired internal hdbaset communication between the ecd and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. In this failure mode the display functions might be impaired and/or the screen turns black. Other than reported the ventilation is not affected by this issue and continues as set. The dräger service already replaced the pba ecd adapter, the ecd cable set and the system cable and reinstalled the software. The device was tested and confirmed to be operating as per manufacturer´s specification. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication the display functions and operability of the ecd might be affected. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device went blank, the device alarmed, and the ventilation stopped during patient use. It was reported that the patient became bradycardic and required chest compressions. Eventually, the patient got return of spontaneous circulation and attached to waters bag on 15l/min to manually ventilate.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen of the device went blank, the device alarmed, and the ventilation stopped during patient use. It was reported that the patient became bradycardic and required chest compressions. Eventually, the patient got return of spontaneous circulation and attached to waters bag on 15l/min to manually ventilate.